Event description:
Caller reported not observing drops of insulin at tubing's end during the fill tubing step. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and infusion set and resumed insulin therapy.